Manufacturer narrative:
The device was returned for analysis. The reported unsealed device packaging was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was visible evidence (cloudy appearance) that the seal was previously sealed it is possible that the sealed pouch was opened at the account, then inadvertently placed back into the chipboard box for use at a later date; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during preparation, when the brand new whisper guide wire was pulled from the shelf, the box was sealed but when the pouch was removed it was noted that the sealed side [sterile seal] was completely open. There was no noted damage to the pouch label or chipboard box. Therefore, the guide wire was not used and replaced with a new guide wire. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.